Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a deformation of balloon material occurred. The de novo lesion was located in the calcified left main coronary artery. To pre-dilate the lesion the physician advanced the 3.0mm x 10mm flextome cutting balloon to the lesion. Upon the first inflation the physician noted that the balloon inflated abnormally outside the proximal marker bands under angiography. Eventually, the balloon was deflated and the device was removed from the patient intact. The procedure was successfully completed with a different device. There were no patient complications and the patient's status is reported as stable.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)